Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that during impella cp support, the patient lost pulses down the leg where the impella cp was inserted. Vascular surgery was consulted. The vascular surgery team performed left femoral artery cut down and repair. The decision was made to remove the impella cp and replace with an impella 5.5 inserted in the axillary artery. The impella cp was successfully explanted and replaced by the impella 5.5. The patient remained on the impella 5.5 until successfully weaned and explanted. Additional information was received. Computed tomography was negative. The patient did have some weakness but cerebrovascular accident was not confirmed on testing. The patient recovered and was discharged home.